Manufacturer narrative:
Not applicable.

Event description:
It was reported that the patient coded and ems defibrillated the patient with their equipment. Patient reports the area as a slight mark similar to a burn on the chest. There was no alleged device malfunction contributing to the irritation. The patient reported being hospitalized. Reporting out of the abundance of caution. Outcome of the irritation is unknown.